Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display was dim. No additional information was available. Attempt by the customer support to follow-up on the matter was unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/01/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation the reported display issue was duplicated. The pump powered up with auditory and vibratory features. The display screen had dim and faded contrast. No tactile issue was observed with the buttons. Unrelated to the display issue, the battery compartment was found to have cracked on the side from the threads to the case seal.